Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defibrillating lead, 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was seen in the emergency room after receiving five inappropriate shocks from the right ventricular lead. The lead also had high impedance. The patient was hospitalized and the lead was explanted and replaced. During the explant procedure, the atrial lead dislodged. The atrial lead was explanted and replaced. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.